Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had to have 3 sensors replaced. Customer stated that 4 days ago, the first sensor did not stick to her skin. Customer had a sensor stuck in the serter this morning and another sensor did not have a needle. Customer could not troubleshoot because she had to install a new sensor. Customer was advised that the sensors will be exchanged this time only.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; inspected the insertion needles for burrs, hooks and dull needle tip defects and none were found, the introducer needle passed per specifications. Unable to confirm adhesive anomaly on opened and used sensors.